Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the homechoice cassette without an alarm. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.